Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula/dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found dislodged and bent. As treatment for hyperglycemia, a manual injection of insulin (8u) was delivered and a new pod was applied.